Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification. Note that galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. In this case saline was used to protect the patient's skin. Case was completed with no harm to the patient.

Event description:
Prior to a renal cryoablation procedure, a iceforce 2.1 cx 90 needle and system tested fine with no issues to report. During the first freeze cycle the doctor noticed the shafts of all of the needles started to collect frost. The patient's skin was covered with saline to prevent any injury. The procedure was completed as expected with no injury to the patient. The user is experienced with galil cryoablation. There were no issues reported with the ablation zone or iceball size.